Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and during the fill tubing process, insulin was not observed exiting the cannula. Customer thought occlusion may be related to infusion set; however, customer did not observe any issues with the infusion set. Customer's blood glucose was within range (value not provided). Reportedly, customer was using apidra insulin which was not labeled for use with the pump. Customer reverted to using an alternate method of insulin therapy. Upon follow up, it was reported that customer had changed pump supplies and changed to using novorapd insulin. Occlusion issue was resolved.